Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the two devices noted that both were returned with the obturator top disengaged. A review of the device history records for the two devices indicates the products were released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed damaged obturators was determined to be a result of a manufacturing activity. During assembly, a machine could have affected the strengths of both components resulting in brittle materials. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, the top of the trocar device broke off. The surgeon then used another trocar with the same lot number, but it had the same issue. Forceps were used to resolve the issue and the second device was continued to be used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the skin during a laparoscopic procedure, the two device¿s caps came off and they had to use forceps to resolve and complete the case. There was no patient injury.